Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2024 and mesh was implanted. On (B)(6) 2024, mild 'slightly difficult urination' was noted. In (B)(6) 2024, moderate over active bladder was noted. In (B)(6) 2024, moderate occasional swelling and mild pain in the left sulcus was noted. Additional information will be requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: adverse event term: slightly difficult urination. Start date: (B)(6) 2024. Severity: mild. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Admission date: blank. Discharge date: blank. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Led to fetal distress, fetal death or a congenital abnormality or birth defect: no. Relationship to study device: not related. If event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? N/a. Relationship to primary study procedure: possible. If the event is marked as being related to the procedure, indicate which procedure the event is related to: blank. If procedure related and repeat/retreatment is selected, specify date: blank. Intervention/treatment: none: yes. Drug therapy: no. Surgical procedure, therapy, or intervention: no. Specify: blank. Non-surgical procedure, therapy, or intervention: no. Specify: blank. Blood transfusion: no. Other: no. If other specify: blank. Outcome: not recovered/not resolved. Did this event result in the patient¿s discontinuation of the study? No. Adverse event term: over active bladder. Start date: (B)(6) 2024. End date: blank. Severity: moderate. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank. Discharge date: blank resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body. Function: no led to fetal distress, fetal death or a congenital abnormality or birth. Defect: no relationship to study. Device: not related if event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? N/a relationship to primary study procedure: blank. If the event is marked as being related to the procedure, indicate which procedure the event is related to: blank if procedure related and repeat/retreatment is selected, specify date: blank. Intervention/treatment: none: no. Drug therapy: no. Surgical procedure, therapy, or intervention: no. Specify: blank. Non-surgical procedure, therapy, or intervention: no. Specify: blank. Blood transfusion: no. Other: yes. If other specify: blank. Outcome: not recovered/not resolved. Did this event result in the patient¿s discontinuation of the study? No. Adverse event term: occasional swelling in the left sulcus. Start date: (B)(6) 2024. Severity: moderate. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank. Discharge date: blank resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body. Function: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study. Device: not related if event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? N/a relationship to primary study procedure: probable if the event is marked as being related to the procedure, indicate which procedure the event is related to: blank if procedure related and repeat/retreatment is selected, specify date: blank. Intervention/treatment: none: no. Drug therapy: no. Surgical procedure, therapy, or intervention: no. Specify: blank. Non-surgical procedure, therapy, or intervention: no. Specify: blank. Blood transfusion: no. Other: yes. If other specify: local infiltration of novanaest in the area of tenderness at the left side of the symphysis followed by an attempt to manually release possible adhesions. Outcome: not recovered/not resolved. Did this event result in the patient¿s discontinuation of the study? No. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: updated. Log line: 4 adverse event term : pain in the left sulcus- symphysis. Inactivated. Log line: 2 adverse event term: over active bladder.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: occasional swelling and mild pain in the right sulcus. Updated: end date: blank: (B)(6) 2025. Outcome: not recovered/not resolved => recovered/resolved without sequelae.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.updated information received:updated. Log line: 1adverse event term: slightly difficult urinationupdated: if the event is marked as being related to the procedure, indicate which procedure the event is related to : index.updated. Log line: 3adverse event term: occasional swelling in the left sulcus.updated: if the event is marked as being related to the procedure, indicate which procedure the event is related to : index.